Manufacturer narrative:
The pump is not being returned to animas for evaluation for this complaint.

Event description:
On (B)(6) 2018, it was reported that the patient experienced a blood glucose readying of 49mg/dl with sweatiness and extreme dizziness. The patient reportedly self treated with oral carbohydrates. The reporter claimed that the issue was related to a bolus correction. It was noted that the bolus settings (I:c ratio, isf, bg target, iob) were incorrectly programmed at the time of the event and that the patient's health care provider had since corrected the settings. The pump is not being replaced for this issue. The complaint is being reported because the patient experienced hypoglycemia as the result of incorrect bolus settings.